Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device serial numbers from the article or to match the events reported with previously reported events.

Event description:
Zorzi, g., marras, c., nardocci, n., franzini, a., chiapparini, l., maccagnano, e., angelini, l., caldiroli, d., broggi, g. Stimulation of the globus pallidus internus for childhood-onset dystonia. Movement disorders. 2005. 20:9 (1194-1200). Doi: (B)(4) summary: we report the results of deep brain stimulation (dbs) of the globus pallidus internus (gpi) in 12 patients with childhood-onset generalized dystonia refractory to medication. Reported events: patient 10: a (B)(6) year-old male patient with bilateral deep brain stimulation (dbs) of the globus pallidus internus (gpi) for status dystonics had one or both of their implantable neurostimulator (ins) "inexplicably" turn off leading to cessation of stimulation. This resulted in acute worsening of the patient's dystonia, which again disappeared within hours of turning stimulation back on. It was noted that this phenomenon was "probably due to external influences on the stimulator[s]" but no clear cause was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.